Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd training treatment. The peritoneal dialysis registered nurse (pdrn) reported receiving a draining slowly and drain complication encountered alarms prior to the leak and treatment was cancelled. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the patient was connected and the reported event occurred from inside the cassette door with alarms during drain 2 of treatment. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (2 grams, intraperitoneal, one day) and ceftzadine (2 grams, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set and original cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Correction: b3, d11 event date incorrect. Should be (B)(6) 2020.